Event description:
The initial reporter received questionable elecsys vitamin d assay results for two patients tested on a cobas e 411 disk. The initial vitamin d results were not reported outside the laboratory. Before repeating the sample, the field service engineer discovered an aspiration issue. The field service engineer performed maintenance, system cleanings, and exchanged the sample/reagent probe. The customer performed repeat testing with the samples. On (B)(6) 2022 and at 17:01, sample ID (B)(6) had an initial vitamin d result of 175.0 nmol/l with a data flag. On (B)(6) 2022 and at 16:56, sample ID (B)(6) had a repeat vitamin d result of 139.8 nmol/l. On (B)(6) 2022 and at 17:03, sample ID (B)(6) had an initial vitamin d result of 130.8 nmol/l. On (B)(6) 2022 and at 17:01, sample ID (B)(6) had a repeat vitamin d result of 55.8 nmol/l. For sample ID (B)(6), the customer confirmed the repeat result was correct. The vitamin d reagent lot number was 57362000 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.